Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a missing reservoir retainer. Analysis was unable to perform the displacement test due to the missing retainer. The insulin pump was received with a missing reservoir tube o-ring, a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a damaged keypad overlay texture, and a peeling end cap address label.

Event description:
It was reported that the reservoir compartment was damaged. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.